Event description:
Customer reportedly obtained results of 152mg/dl, 274mg/dl, and 124mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect test system and replacement was sent. No information provided for location of comparison. Advantage test system: meter, strip lot 549116, exp 9/30/07, cat/04388208001.

Manufacturer narrative:
Suspect device: comfort curve test strips.